Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit result on a patient. There was no patient information at the time of this report. Customer is not returning product for investigation. Date method sample result time hct (%) (B)(6) 2015 I-stat a 12:25 <10% (B)(6) 2015 I-stat a 12:41 35% (B)(6) 2015 lab b 08:00 28% there are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 07/17/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4).